Event description:
There was erythema and tenderness at the stimulator incision site. The patient was placed back on cipro 500mg for thirty days. The outcome is unknown. Further information is being requested at this time.

Manufacturer narrative:
Lead model 3778-45, lot# v694543029, implanted 2011-(B)(6), lead model 3778-45, lot# v694543031, implanted 2011-(B)(6), extension model 37081-60, serial# (B)(4), implanted 2011-(B)(6), extension model 37081-60, serial# (B)(4), implanted 2011-(B)(6), programmer model 37743, serial# (B)(4).